Event description:
Pt is status post placement of a vagal nerve stimulator in 2002. As of the last two weeks, it is felt that their vagal nerve stimulator has not been working approxpriately. Pt was investigated in clinic and it was felt that there was a malfunction. X-rays were taken and there was no obvious disconnection of wiring, and the pt was sent to neurosurgery clinic for evaluation to see whether the vagal nerve stimulator could be replaced. The family member relates that pt has been having a number of seizures now (11-15 per day).